Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead-on-lead contact. The reported noise and low impedance measurements was likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was part of a system revision due to infection. There were no additional adverse patient effects reported. Additionally, it was reported that this system exhibited low pace impedances and some noise on the right ventricular (rv) channel. Subsequently, the rv lead was surgically capped and abandoned and the ICD was explanted. No further complications were reported.